Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-21080 and the reported events (multisystem organ failure and patient expiration) cannot be conclusively determined through this investigation. The patient was implanted with vad-21080 on (B)(6) 2020. No alarms or device-related issues were reported in association with this event, and vad-21080 was not returned for evaluation. Multiple attempts for additional information regarding the event were sent to the account; however, no additional information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 26 sep 2019. The heartmate ii left ventricular assist system instructions for use lists death and multiple forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure.